Manufacturer narrative:
Zoll has not yet received the autopulse li-ion battery in the complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
The customer reported the autopulse li-ion battery (sn (B)(4) will not power on the autopulse platform. The status leds of the battery flash green, indicating the battery has exceeded it service life of three years from the date of manufacture; however, it is fully charged. The battery was manufactured on 2/16/2018. The platform performs as intended with a known good battery. No patient involvement.